Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) ordered and replaced the main board and dattasettes which corrected the display shutting off. To correct the battery runtime test failure, the stm replaced the batteries. The stm completed the pm and then performed all functional and safety test which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the display of the cs300 intra aortic-balloon pump (iabp) shuts down after a couple of minutes, once the iabp powered up there was no display and unit goes into "system failue". The stm additionally observed fault code 25. The battery runtime test failed. There was no patient involvement, thus no adverse event was reported.